Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the physician had difficulty removing the stylet from the left ventricular lead. Excessive force used to remove the stylet caused one of the conductors of the lead to separate. The lead was not used and a new lead was implanted. The patient was stable post procedure.